Event description:
It was reported that the patient presented for follow up after syncopal episodes. An interrogation of the device revealed loss of capture exhibited by the right ventricular lead. The lead was explanted and replaced. The patient was stable.